Manufacturer narrative:
Product analysis- visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part# 5540430, 510k# k113174 and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display thread damage.

Event description:
Pre-operative diagnosis: compression fracture procedure: posterior fusion levels involved: th12-l2 it was reported that intra-op a set screw could not be engaged with the screw thread. Set screw was replaced and final tightening was performed with out any problem. No patient complications were reported as a result of this event.